Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of incisional and peristomal hernia with composix mesh, takedown of colostomy with anastomosis and right salpingo-oophorectomy. On (B)(6) 2005 - pt underwent incision and drainage of abdominal wall abscess and partial removal of composix mesh. The mesh was noted to be "almost folded and convoluted." On (B)(6) 2005 - yellow intestional content coming out of wound. Wound was irrigated and packed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt has a complicated medical history including hartmann procedure with ileal diversion and colostomy takedown. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection developes, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records was performed including verification of sterility and there was no evidence of a mfg related cause for the reported event. Additionally, the portion of the mesh that was excised was not returned for evaluation. With the currently available info, no conclusion can be drawn.